Event description:
It was reported that patient had tibial tubercle osteotomy in her youth. In 2009, a tka without patella replacement was performed. In 2012 the patient had a patella resurfacing without problems. In (B)(6) 2021, the patient suffered a ¿trip on the stairs¿ after which she could not properly bend her knee. Opening up, it showed that the patella came loose and is broken loose. The patella came loose and needs to be revised. The patella and the insert were revised. Original surgery was performed in 2012.

Manufacturer narrative:
It was initially plan to remove the insert component on march 5th, nevertheless, this revision surgery was carried out on march 8th, explanting the patellar component only, with no allegations against the insert. The event covering revision surgery for patella component is covered under your reference number 1020279-2021-02472. Thus, this event does not meet the threshold for reporting and is a non-reportable event.